Manufacturer narrative:
To date the lens remains implanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 it was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a part of the optic of the intraocular lens (iol) was missing during implantation. The chipped part was removed from the patient's operative eye during the irrigation/aspiration (I/a) procedure. The lens remains implanted as the issue does not interferes with the patient's vision. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.